Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). The patient reported "all I do is charge this thing," referring to the ins. Patient services reviewed charging expectations and redirected the patient to their healthcare provider (hcp) for possible reprogramming. No symptoms were reported. No further complications were reported or anticipated.